Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure as the ipg was starting to protrude through the skin but there was no skin breakage. It was also noted that the patient was experiencing inadequate stimulation. Patient stated that the stimulator hurts more than it helps.